Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.(expiry date: 05/2021).

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through fibroadenoma tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure through fibroadenoma tissue, the device allegedly had suction issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probes has returned for evaluation. On the visual evaluation of the device, it appeared bloody and aperture closed fully. Proximal retaining cap has glued to the probe, no other damage noted on the rear housing. It has noted a foreign material noted at the trocar tip of the probe. On the functional evaluation the probe has attached to the in-house driver and calibrated without any issue. On further of vacuum testing the probes meet the specification level full vacuum test, however the probe fails to meet the acceptance level for the partial differential test. Then both the probe underwent aperture opened, sample cut, and sample deposited into the sample tray and obtained six beef samples. On obtaining the 5th and 6th samples has obtained by using the vac button on the driver. Therefore the reported suction issue has unconfirmed as the probe meets the acceptance level of full vacuum test, however the identified filling issue and the foreign material has confirmed as the probe fails to meet the partial differential test and vac button has used to obtain the samples. And the foreign material noted at the trocar tip of the probe. A definitive root cause for the alleged suction issue and identified filling issue and foreign material could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2021), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.